Event description:
It was reported that this patient was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system and the physician performed defibrillation threshold (dft) testing 6 times, all of them were ineffective to convert the rhythm. The rhythm was ultimately converted by delivering an external shock. A chest x-ray was performed and appropriate position of the s-ICD system was observed, however, electrode reposition was performed 3 times to obtain a successful dft test. The s-ICD system remains in service. No additional adverse patient effects were reported.